Event description:
It was reported that the patient presented in clinic for follow up. The device was interrogated successfully. The device exhibited backup vvi operation while trying to increase the outputs during testing. Attempts were made to restore the programmer which failed. The patient experienced muscle stimulation from higher backup vvi output settings. The device download was attempted thrice but the attempt was unsuccessful. The device was explanted and replaced on (B)(6) 2017. The patient was in a stable condition.

Manufacturer narrative:
The device was returned in backup vvi operation. The cause of the bvvi was not identified. The device was tested on the bench after reloading the code and normal device functionality was noted.